Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional information. B2 outcomes attributed to adverse event - additional information. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data,inclu- additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H1 type of reportable event - correction/additional information. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code - additional information. H6 codes: health effect - clinical code - additional information. H6 codes: investigation findings - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 7/18/2024. It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient reported a missing sensor wire during insertion 10 days after the sensor was inserted in the arm. Several days after the sensor was removed the patient noticed swelling on the back of the arm. The patient had a lipoma condition and thought it could be related to that. The next information was received by dexcom in chat form on (B)(6) 2024. After a few days, the area was raised more, and the patient realized the issue was at the needle puncture site. On (B)(6) 2024, the patient was seen at the hospital and was prescribed an oral antibiotic, doxycycline 100mg twice a day. The patient stated that the results from radiography were still pending, and no results were reported later. At that moment, the patient experienced redness and painful swelling. On the (B)(6) 2024 the patient stated they were ¿still on clindamycin¿. On (B)(6) 2024 the patient stated that a micrographically oriented histotrophic surgery (mohs) surgery was assessed to be necessary and would take place mid may, then remove the ¿cyst¿ which had developed in the arm. On (B)(6) 2024, the patient went to the dermatologist because of discoloration on the arm, even though with only slight comfort. On (B)(6) 2024, the patient stated that the discoloration disappeared overnight. On (B)(6) 2024, the patient stated that surgery was planned for the next day and that ¿it turned out it was indeed the broken dexcom needle¿. Testing of the abscess had shown no bacterial involvement. The patient also stated, ¿it never really got better after the drainage.¿ on (B)(6) 2024 the surgery took place and tissue, and the cyst, were removed. The surgeon indicated that the patient might need to go back for additional tissue to be taken. The pathology report was still pending but the initial assessment was ¿reaction to foreign body.¿ no sensor wire was found. Of note, photos were provided that showed a post-surgical wound. A photograph was provided for investigation. The allegation of missing wire was undetermined via photographic inspection as photos showed post surgical wound and not the alleged device. The probable cause could not be determined. No additional event or patient information is available.